Manufacturer narrative:
Company representative evaluated the system. Corrections included replacing the motherboard's capacitors and power supply.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.